Event description:
The facility representative contacted baxter to report an infusor on which there was an intermittent failure when the device is set to infuse. It is unknown if there was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4).a follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed and duplicated. The assignable cause was a faulty mpu pcb (microprocessing unit printed circuit board). The mpu pcb has been replaced. Additional: a service history review revealed that device was not previously serviced for the reported condition.